Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements and noise. The local boston scientific field representative reviewed device history and noted the shock impedance began to display out of range measurements in (B)(6) 2012. The patient was seen for a surgical revision procedure were it was discovered that the setscrew for the distal coil was loose. The setscrew was tightened with resolution of the clinical observations. The system remains in service. There were no adverse patient effects.